Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after initial implant, the right ventricular lead exhibited some increase in capture thresholds. X-ray did not reveal any abnormalities. On (B)(6) 2019, the patient presented in the emergency room with pain and swelling on the inframammary area. A computerized tomography scan revealed that the lead had perforated. Pericardial effusions were also confirmed with echocardiography. On (B)(6) 2019, the patient underwent open-heart surgery and pericardial patches were sutured over the perforated area. The lead remained implanted. Patient was stable and will continue to be monitored.